Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: head: 0001825034-2019-00338. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left total hip arthroplasty and subsequently about 11 years later underwent a revision procedure due to metallic wear and elevated metal ion levels. No further event information available at the time of this report.

Manufacturer narrative:
.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual inspection of the cup shows dark black/green foreign material on the rim of the cup and stuck to the porous coating. The inner radius of the cup is scratched. The finish of the inner radius has become hazy and dull. DHR was reviewed and no discrepancies were found. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.